Manufacturer narrative:
Device was used for treatment, not diagnosis. Kesemenli, c., subasi, m., arslan, h., necmioglu, s. And kapukaya, a. (2002). Comparison between the results of intramedullary nailing and compression plate fixation in the treatment of humerus fractures, acta orthop traumatol turc, 37, 120-125. This report is for an unknown dcp plate and screws / unknown quantity / unknown lot. Additional device product code: hwc. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, kesemenli, c., subasi, m., arslan, h., necmioglu, s. And kapukaya, a. (2002). Comparison between the results of intramedullary nailing and compression plate fixation in the treatment of humerus fractures, acta orthop traumatol turc, 37, 120-125. The authors report the results of open reduction and internal fixation of humeral shaft fractures by either an intramedullary (im) nail or synthes dynamic compression plate (dcp). Between 1994 and 2000, a total of 33 patients (24 male and 9 female with mean age of 42 years) were treated with locking im nail and a total of 27 patients (19 male, 8 female with mean age of 33 years) were treated with synthes dcp plate and screws. The follow-up period, consisting of clinical and radiographic evaluation, was a mean 42 months (range 28 - 72 months). Serious injury results in the dcp group included a (B)(6) male who developed nonunion and was revised with im nailing and autograft. This is report 1 of 1 for (B)(4). This report is for an unknown dcp plate and screws.